Manufacturer narrative:
B)(4). Additional contact provided: b)(6) (midwife). Method: the returned complaint warmer head was visually inspected, performance tested and a chemical analysis was carried out. Results: the visual inspection revealed a hardened chemical compound on one side of the middle baffle surface. A melt flow was observed from the upper edge, with residue build up on the lower edge. The other two baffles were clear of any foreign substance. The complaint warmer head was tested, however no "strange smell" was noticed. Chemical analysis was carried out on the chemical compound identified on the middle baffle surface, revealing it to be some form of plastic. A lot check revealed no other complaints of this nature. Conclusion: our investigation revealed that the "strange smell" as reported by the customer appears to have been caused by melted plastic on one of the reflective surfaces inside the warmer head. It appears that the plastic was left on the reflective surface as a result of a manufacturing error and melted when the warmer was used for the first time. As the hospital had reported, the hospital staff removed the patient immediately and as such there was no patient consequence. The surface of the reflector is inspected prior to assembling the warmer head, and unfortunately the presence of the plastic coating was missed in this instance. Please note that this is the only complaint that we have received of this nature for this product and that we have notified our supplier of this incident. A replacement unit has since been provided to the hospital and no further complaints have been received.

Manufacturer narrative:
(B)(4). Additional contact provided: (B)(6) (midwife). We have recently received the complaint device and investigation is anticipated. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in b)(6) reported that there was an odour coming from the iw990 manual controlled infant warmer. The hospital further reported that a "viscous fluid" was observed on the aluminium flaps of the heater head 30 minutes after start of use. The midwife removed the patient immediately and there was no patient consequence.

Event description:
A hospital in (B)(6) reported that there was an odour coming from the iw990 manual controlled infant warmer. The hospital further reported that a "viscous fluid" was observed on the aluminium flaps of the heater head 30 minutes after start of use. The midwife removed the patient immediately and there was no patient consequence.